Event description:
While attempting to apply an external fixation device to a pt's femur, the dr reported that two bone screws broke upon insertion into the bone. The screws broke in the threaded portion of the shaft. The dr cut the portion of the screw shaft which was exposed and chose to leave the remains of the screws in the femur. The dr finished the case with an alternate external fixation system and without further incident. It should be noted that the screws were discarded during surgery, and that co cannot be certain that the screws were manufactured by orthofix. X-rays were reviewed in hopes of identifying the MFR, but no conclusion can be drawn other than from the conical shape of the screw shaft, that there is a possibility that the screws were manufactured by orthofix or co's competitor, ebi.